Event description:
It was reported that when (1) device was used during a gastrectomy b-1 procedure, there was no lockout tab on the cartridge which resulted in the cartridge locking out. Another device was opened to complete the case. There was no consequence to pt.